Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the back- therapy electrodes from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient is a nurse and began to take oral benadryl and applied hydrocortisone cream to the irritation. The patient reported that she removed the lifevest to air dry her skin and confirmed that the irritation improved.